Event description:
It was reported that initially after implant, the patient was set at 3.1v which she increased to 3.7v and then to 4.7v. It was noted that the patient was getting some symptom relief. The reporter indicated that the patient was scheduled for an appointment with her healthcare provider (hcp) in the following week or so. Additional information received approximately 3 weeks later indicated that the patient was still having concerns regarding her device or therapy but was working with her hcp. An appointment date of (B)(6) 2012 was noted. Follow-up information from the patient's hcp indicated that the cause of the event was that the patient felt no stimulation. It was indicated that there was a lead migration but the patient was undecided about surgical intervention. It was noted that flat panel imaging was performed. Additionally reprogramming was attempted on (B)(6) 2012 but was unsuccessful. Signs and symptoms associated with the event was lack of stimulation. The patient did not require hospitalization and recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va012r8, implanted: (B)(6) 2012, product type lead; (B)(4).